Manufacturer narrative:
(B)(4). The opt970 optiflow + tracheostomy direct connection interface is used to deliver humidified oxygen to patients via tracheostomy. The interface is held in place by a neck strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's trache. Method: the complaint opt970 optiflow + tracheostomy direct connection interfaces were not received at fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the photograph revealed that the tubing of one of the two complaint opt970 optiflow + tracheostomy direct connection interface was detached from the connector. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, based on the information provided by the customer and our investigation, the damaged observed to the opt970 optiflow + tracheostomy direct connection interface is likely due to the tubing being unintentionally pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject interface would have met the specification at the time of production. Our user instructions that accompany the opt970 optiflow plus tracheostomy direct connection interface states: - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not crush or stretch tube, to prevent loss of therapy. - failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A distributor in china reported on behalf of a healthcare facility that the tubing of two opt970 optiflow + tracheostomy direct connection interfaces broke during use. There were no patient consequences.

Manufacturer narrative:
(B)(4). We are currently in the progress of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility that the tubing of two opt970 optiflow + tracheostomy direct connection interfaces broke during use. There were no patient consequences.